Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, heavily tortuous circumflex coronary artery. The 2.75x15mm xience alpine drug-eluting stent was not prepped outside the anatomy prior to use. During advancement of the stent delivery system, resistance was noted due to anatomy. Once at the lesion, the balloon ruptured at 14 atmospheres during the first inflation. A new xience pro des was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.